Event description:
Pt called to report "experiencing weight gain and that surgeons have said there is a leak in the sys. Surgery is not scheduled at this time. Follow-up findings; surgical record provided by physician documented a "partial gastric obstruction" and the pt was vomiting daily. The procedure was 34 months ago. After removal of 2.1 ml of fluid, the pt tolerated the injection of 1.1 ml while drinking tepid water in the sitting position. Follow-up findings: pt called and additionally reported the following symptoms: "heartburn, horrible bloating and gas¿really not feeling well and haven't for awhile."

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not been returned as the device was not explanted. The reporter of the complaint was asked to return the product for analysis, after it is explanted, as well as to indicate the product serial number or model. The info has not been received by allergan. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Additional info: see related medwatch report #2024601-2010-00797. Obstruction, heartburn and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or connector tubing." Device labeling addresses the reported events as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported events as follows: obstruction of stomas has been reported as both an early and late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt non-compliance regarding choice and chewing of food. Device labeling addresses the reported events as follows: nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting, or re-operation to reposition or removal of the device may be required. "Pts must be cautioned to chew their food thoroughly. Pts with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction."